Event description:
It was reported that a malfunction alarm labeled ¿malf 0¿ occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to contact support again if the issue reappears, and they acknowledged this guidance.